Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead repeatedly measured low pacing impedance. A second lead was attempted and showed the same results with low pacing impedance. The second lead was removed for re-testing and showed repeated results within normal impedance range. However, the second lead was not used. Ultimately, the first lead was implanted and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).